Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went to a blue carefusion application lockout screen after a period of inactivity. A technical support specialist (tss) connected to the station, reviewed recent system behavior, and confirmed that earlier power-related events had cleared with no new errors observed. The tss identified an enabled inactivity timer as the cause of the station locking to the blue cfn application screen after inactivity, disabled the setting, and began monitoring to confirm resolution and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bohs-er1 cfnapp blue screen occurred on version 1.11, and the station went into a cfnapp lockout screen after a period of inactivity. However, there were no delays, adverse events or injuries reported based on this event.